Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 2910534l, product code mqp was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 2910534l, 510k # k033926 was cleared in the united states. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the peek spacer is broken into several pieces. A clear conclusion is unable to be drawn regarding the reason for the event.

Event description:
It was reported that the patient underwent an unspecified surgical procedure. During implantation of the device, bilateral dilation was achieved using distractors. The left-sided implant was assembled on its corresponding inserter and introduced into the disc space. Rotation of the implant was difficult and required more force than is usual. During the rotation, a loud crack was audible. Upon investigation it became clear that the implant had broken. The anterior 2/3rds of the device were intact but the posterior third shattered into approximately 7 pieces. Removal of the implant was difficult, requiring the surgeon to distract the disc space on the rod/pedicle screw construct. It is believed that all of the pieces of the implant were recovered from the disc space. The surgeon implanted another device of the same size without incident. No patient complications were reported.